Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h6 (component codes). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Root cause of the reported event is not device related. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10-medical product: psn asf ps 10mm ve r 6-9 ef, item# 42522400710, lot# 64281993, tibia cemented 5 degree stemmed right size f, item# 42532007502, lot# 64177602, stem extension tapered cemented 14 mm diameter +30 mm length, item# 42557000114, lot# 64412165, all-poly patella cemented 35 mm diameter, item# 42540200035, lot# 64435171, palacos cement x2 item# 5036964, lot# 88814741. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported that a patient underwent manipulation under anesthesia (mua) approximately one year two and a half months post implantation. During the procedure a large amount of scar tissue was excised, following the mua the knee flexed to 120 and had great rom without impingement. Attempts to obtain additional information have been made; however, no more information is available at this time.